Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was 690 mg/dl. During troubleshooting, found infusion set cannula was tilted over not straight. Customer was advised new infusion set and serter will be sent. Customer will not be returning the insulin pump for analysis.